Manufacturer narrative:
Ppae(infection): the root cause of the infection was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had positive blood cultures. Later, the patient was successfully weaned from the pump and survived.